Event description:
This case was reported by a consumer and described the occurrence of feeling like having a heart attack in an adult female pt who received triple salt dental adhesive gel (super poligrip extra care with poliseal) for dentures. A physician or other health care professional has not verified this report. On an unk date, the pt started triple salt dental adhesive gel (dental). At an unk time after starting triple salt dental adhesive gel, the pt experienced feeling like she was having a heart attack, had weakness, numbness in hand, difficulty breathing, swallowing difficulty, difficulty holding objects in hand due to numbness and difficulty holding onto things. Triple salt dental adhesive gel was continued. The symptoms of feeling like having a heart attack, trouble breathing, and hard to swallow had resolved. The symptoms of numbness in hands, weakness in left hand, and difficulty holding anything have not yet resolved. The consumer did not wish to provide any personal info including name, address, age, and telephone # or any ae specific info. Obtained caller's telephone # from caller ID, however, she did not wish to provide any info until she has consulted her attorney. She stated that she was hospitalized as a result of the symptoms reported, however, the duration of the hospitalization is unk. The pt had been released from the hosp at the time of the report and any additional info is unk.

Manufacturer narrative:
The MFR's report # for this case is 9681138-2009-00032 and neither the product nor lot # for this product is available. (B)(4).